Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported ongoing chest pain since sensor implant. They were hospitalized on (B)(6) 2019 for chest pain, dyspnea, and leg swelling, and discharged on (B)(6) 2019. A computerized tomography-angiography of the patient's chest showed no pulmonary emoblism. Their echocardiogram was unchanged, their labs were normal, and they had a negative workup with a left heart catheterization. The physician was of the opinion that all tests were negative because the pain was due to something gastrointestinal and non-cardiac. The pain was not on-going, and was resolved by (B)(6) 2019, as the patient reported no pain at a follow-up appointment on that date.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.